Event description:
Pt felt a pop. The case was an acute injury that showed loss of reduction. Date of original surgery was 2008. Revision surgery was performed on the following month. One #2 fiberwire suture was severed. Case was completed successfully. No further pt info was provided at the time of this report or yet made available in response to follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Lot number of the original implant was requested but not provided. Device history record and complaints history reviews could not be conducted without lot number. Based on the info provided, the most likely cause of this type of event is post-operative trauma or non-compliance with the post- operative protocol. The potential causes of this event are being communicated to the event reporter. If the device is returned and/or additional relevant info is obtained, a follow up report will be submitted.